Manufacturer narrative:
According to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No lvad related issues were reported, and a correlation to the patient's expiration could not be conclusively determined as the pump was not explanted and was not available for investigation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided by the clinical representative indicating that no autopsy was performed and the pump will not be sent back. No known alarms reported.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's mother had not seen or heard from the patient for a couple of days. When she arrived at his home, she found the patient on the floor with large amounts of blood that had come from his head and nose, indicating a laceration. The lvad was not functioning or alarming, which reportedly indicated that the patient had been down a while. The patient¿s family member suspected the patient was down for at least 24 hours before being found. It is not clear as to whether this is related to a fall or foul play. Any precipitating events are unknown at this time. The patient was last seen in the clinic on (B)(6) 2014, at which time reportedly he looked and felt better than he had in years. No further information is available at this time.